Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ca2 calcium gen.2 and albumin results for two patient samples from the cobas c 111 analyzer. Data was only provided for one of the samples. The initial calcium result was 3.70 mmol/l and initial albumin result was 66.7 g/l. The repeat calcium result was 3.70 mmol/l and repeat albumin result was 66.7 g/l. The same sample was tested on a cobas 6000 c (501) module in another laboratory. The calcium result was 2.40 mmol/l and the albumin result was 35.1 g/l. Another sample from the patient was tested on a cobas 6000 series system in another laboratory. The calcium result was 2.39 mmol/l and the albumin result was 35.7 g/l. The original suspect sample was repeated on the cobas c111 analyzer and the calcium result was 2.28 mmol/l and albumin result was 37.7 g/l. On (B)(6) 2018, the original suspect sample was repeated on the cobas c111 analyzer and the calcium result was 2.37 mmol/l and albumin result was 38.0 g/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The sample probe was checked and was acceptable. The internal quality controls were acceptable. It was suspected the issue was due to a sample mix up.

Manufacturer narrative:
A second sample produced erroneous results. The original result was 3.02mmol/l. The first repeat result was 2.42 mmol/l. The initial and first repeat results were run using hitachi cups. The second repeat result was 2.28 mmol/l using the primary tube. The provided calibration data from the days of the events seem to be ok. The provided qc recovery from the days of the events are within +/- 2sd range. The sample probe was changed on (B)(6) 2018. A general reagent problem can be ruled out because calibration and qc are acceptable. The issue did not re-occur when the primary tubes were used. The investigation was unable to find a definitive root cause.